Event description:
The customer stated the supply bag fell on the floor and became disconnected. The technical service representative (tsr) assisted the customer to end therapy. The customer stated he/she would discard the supplies and call the nurse regarding being connected when the bag became disconnected. The customer confirmed to speak with the nurse regarding any missed therapy. No injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based upon the information obtained during baxter's investigation, the root cause was due to improper set up; the supply bag fell and became disconnected. The at home guide instructs users to place the solution bags on a flat, stable surface and to not stack bags on top of each other. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.